Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining ten (10) erroneously low creatinine (cre) patient results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however, upon repeat results were within normal range and amended reports were issued. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Review of the qc summary for the instrument shows that the customer has been having erratic qc issues before and after the event. A field service engineer (fse) is ordering a replacement crem module.